Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator upgrade procedure. It was noted that the atrial lead had exhibited lead noise in the duration of its usage. The clinician had been managing the anomaly via remote monitoring until the patient was in need of a device upgrade. On dec. 18, 2020, the atrial lead was successfully extracted and replaced. There were no adverse consequences or patient symptoms related to the atrial lead noise anomaly.